Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were stuck by needle associated with medtronic product. Customer was admitted to hospital because a knot from set stayed in the site. Customer was treated to heal the infection. The device will not be returned for analysis.